Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical france; the malfunction was observed and the pace/defib engine was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pace/defib engine was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for eval.